Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior leaflet flail for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. During the clip deployment sequence the gripper lines would not release. Troubleshooting was performed unsuccessfully and it was required to access and remove the gripper lines individually. The clip was implanted successfully and the procedure was discontinued. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.